Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. The attorney alleges one or more of the memory recoil rings ("pet" coil ring) broke and perforated the patient's bowel, however at this time no sample as been received for evaluation and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. In some parts of the provided information that attorney refers to the implanted device as a "patches", however, implant statement refers only to a single mesh being implanted, therefore at this time we are only reporting one mesh associated with the patient event. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard; not returned.

Event description:
The following was alleged by the patient's attorney: on ni/ni/ni: the patient underwent a ventral hernia repair surgery. Patient's hernia was repaired with an unspecified bard/davol composix kugel. On ni/ni/ni: the patient thereafter underwent repair surgery to address the problems and injuries caused by the composix kugel patches. The attorney alleges that the patient subsequently endured a painful and protracted recovery process. The attorney alleges the composix kugel patches used in the patient's hernia repair surgeries failed, resulting in much pain and suffering, mental anquish, doctor visits, subsequent procedures. The patient suffered severe pain, injuries and damages. In addition the attorney alleges that when implanted in patient's body, one or more of the memory recoil rings ("pet" coil ring) broke and perforated his bowel, causing him to develop serious physical injuries.